Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-sep-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 25-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for non-malignant pain and degen disc disease/herniated disc pain. It was reported that one of the patient's leads had moved and was not where it should be. The consumer was working with their health care provider (hcp) on this issue. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that steps taken to resolve the lead migration was that eventually it would be fixed surgically. The patient indicated that they were not sure when the lead migration occurred but though probably about 2 to 3 months ago. The patient¿s weight at the time of the event was asked but was not addressed. No further complications were reported/anticipated.